Manufacturer narrative:
The insulin pump was received with currents in specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected failed battery test however, was received with broken battery cap. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked lcd window and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Custome reported via phone call to have received a failed battery test alarm and was not able to clear alarm due to not being able to remove battery cap. Customer attempted to remove battery cap with a quarter and screwdriver and was not able to remove cap. Customer's blood glucose was 130 mg/dl. Customer was advised that insulin pump would need to be replaced.